Event description:
It was reported by the manufacturer's representative that a motor stall was confirmed by telemetry to have occurred on (B)(6) 2014 at 13:41. The patient reportedly went to the dermatologist and had a laser procedure that correlated with the time of the stall. There was notably no recovery observed. The pump was refilled two days thereafter and the patient reported withdrawal symptoms of agitation and increased pain. A tube set message was seen 48 hours after the stall. It was planned that the pump would be replaced in the future. At the time of report, the pump was still stalled and not delivering medication. The physician was managing the patient's pain with another prescription. The patient's pump was intended to infuse fentanyl. Additional information was requested to determine the patient outcome after the replacement occurs.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported the event occurred on 2014-(B)(6) and the pump was replaced on 2014-(B)(6). The catheter was aspirated. Prior to the replacement the doctor was using other prescriptions to manage pain. Post replacement the patient was doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4).